Event description:
It was reported that during a lap gastric bypass procedure, the device would not fire. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lock out is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lock out mechanism will break the device." The returned device was found to be on-functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the left firing trigger teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.